Event description:
It was reported that during an implant attempt, the physician had difficulty pushing the guide wire through the tip of the left ventricular [lv] lead and maneuvering the lead over the guide wire. The physician believed there were possible issues with the diaphragm of the lv lead. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed).